Event description:
Per the pt, yesterday, pump cadd legacy serial number (B)(4) started to beep then it stopped working. She switched to her other pump and continued with her therapy. No missed doses. Replacement pump shipped out. Dose or amount: 45 nkm, frequency: continuously, route: intravenously. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.